Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of moisture damage on the electronic and motor assembly.

Event description:
The customer reported that he was pushed in the pool with the insulin pump on and the device had water under the screen. No further information was provided.